Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient didn¿t experience any symptoms or complications from surgery.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_wrench_acc (serial: unknown); product type: 0001-accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mdt rep reported he was in a case today where they used a torque wrench that expired on (B)(6) 2023. Reviewed sterility concern. Rep reported they used only the wrench - not the cap. Wrench was used to remove the cap and then connect the extension and lead together. No issues were reported. Rep called back and asked if we had an answer. Agent advised caller that the information requested may take time to gather and as soon as we have the information patient and technical services will reach out to him. Rep called back and stated that the doctor would still like the requested information and the caller noted that the doctor disclosed to the patient that the expired wrench was used and doctor plans to monitor the patient for the next six. Technical services were contacted to see if there is a contact or information related to sterility of the packaging after expiration. Rep called back and wanted to know if there was data on potential sterility % decline when using an expired wrench from the b37020 kit. Agent noted that data is not readily available; agent forwarded inquiry to original call taker and dbs team to see if this info could be provided to rep. Someone from engineering got back to an agent regarding the sterility of packaging. Confirmed medtronic does not have any data for sterility past expiration date.